Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the cable on the instrument was broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one conductor wire was found to be frayed at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. In addition, the pitch down cable was found to be frayed at the distal clevis hub, but the conductor wires were intact and undamaged. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. No other damage found. An additional observation not reported by site was that the yaw pulley was broken and was missing a .072 x .149 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse.